Event description:
Boston scientific received information that since the implant of this device system, shock impedance measurements gradually increased from 107 ohms to approximately 122 ohms. Some impedance spikes of 160 ohms and 180 ohms were observed. A defibrillation threshold (dft) test was performed. Technical services was consulted and discussed recommendations. The physician was to determine next steps.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that the device and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms, and noise and oversensing due to the minute ventilation (mv) feature. The mv feature was subsequently programmed off. When tested, impedance measurements ranged from 500 ohms to greater than 3000 ohms. Other lead measurements were good. An episode of pacemaker mediated tachycardia (pmt) had also been noted, which appeared to be appropriate, or it could have been due to the maximum tracking rate near the patient's sinus rate. The patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the shock impedance measurement was greater than 200 ohms. The impedances were checked and then shock impedance measurements were approximately 113 to 130 ohms. All other lead measurements were fine and there was no noise noted. Troubleshooting options were discussed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.